Manufacturer narrative:
Additional information was received that the complaint is no longer reportable due to reported complaint will be noted during pre-use testing, as contained in the user manual. Reported complaint will be obvious to the user during manipulation of the o2 flow control valve. O2 flush valve remains functional. If there is a loss of o2, the unit is designed to shut off the balance gases and alarm for lost o2 pressure. O2 is a required monitoring parameter.

Event description:
It was reported that there was a malfunction resulting in an impact to the delivery of o2 or fresh gas flow. There was no patient involvement.

Manufacturer narrative:
A ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: no report of patient involvement. D4 primary UDI number: no UDI available as device was manufactured prior to UDI compliance date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.